Event description:
Additional information was received from the consumer. It was reported that ts walked caller through disable and reenable process. Caller was able to successfully resume normal recharge via good samaritan mode and paired patient controller successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was getting ready to recharge yesterday and as they were starting they set the controller down to take a look at their phone and when they picked it back up it stated "please wait". The patient stated that the green circle was spinning and the please wait screen was still present on the call. Pss had the patient remove the battery and they were able to turn the recharging on. Pss had the patient begin a passive recharge mode as they were seeing no device found. Patient saw 72 84 84. Additional information was received from the consumer. It was reported that the patient tried to recharge her implant, all the right screens came up but not the right screen to show her that she was charging her implant. On the call the patient attempted to start a recharging session and the patient was seeing no device found. Patient stated last time she fully recharged the implant was a couple days ago and she was not feeling stim right now. Pss was having patient go through prm and advised patient to call back if she was experiencing any issues. Pss called patient back to see if she was able to charge like normal and the patient was still stuck in prm after 30 min. Additional information was received. It was reported that the patient still could not charge normally or use their controller and caller did not know what to do for the patient. Caller was attempting to troubleshoot with patient over the phone and wasn't with them. Tss reviewed that ins likely needs to go through disable process but this requires going into tech mode and therefore, can't be done with the patient over the phone. Caller understood and was going to try and meet with patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745; product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.